Manufacturer narrative:
The sample device was returned and evaluated. The inspection found the distal (flexible tip) was partially detached from the wire, confirming the complaint. CAPA(B)(4) has been initiated to investigate the guidewire detachment issue. The CAPA will document the root causes identified and the corrective actions taken to address the issue. Field action is required, the product will be recalled.

Event description:
Broken guide wire.